Event description:
The picture provided is showing an excessive blood leak from the hls disposable pump module. Details to follow. No harm was reported at this time. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Manufacturer narrative:
It was reported that circuit was placed on patient 4/26. On 4/28, while disconnecting the heater/cool, a very small amount of blood was noted dripping from the motor/pump. Upon further inspection, there were drops of blood on the underside of the motor and a decent size clot dangling down. The rpms were turned down and decision made to change out the circuit within an hour of noting the blood. When the circuit was changed, the picture is what was observed. Blood loss at the circuit was not measured but it was definitely < 50cc. There did not seem to be any complications to the patient. The only potential harm came from having to clamp the patient off while changing out the circuit but no medical interventions were performed in regards to the actual circuit issue. The affected product was discarded by the customer and therefore not available for technical laboratory investigation of the manufacturer. As no detailled product information was provided by the customer and the product was discarded it was not possible to perform a device history record review of the products production batch. A medical assessment of the provided event information and pictures was performed with the following outcome: since the disposable was not available for examination, the following conclusion is an assessment based entirely on the available pictures. Due to the limited data available, all, some or none of the possible root causes may have been appropriate. Based on the images, the blood outlets can most likely be ruled out as the cause of the blood loss since they appear to be clean and there is no blood outside of the channels to indicate leakage. The venting membrane also looks completely intact based on the pictures. Furthermore, it can be supposed that the blood inlet channel is intact as the inside of the pump looks very clean. A damaged blood inlet channel would normally mean a distribution of blood in the pump housing. However, the pictures show a clear routing of the blood to the blood outlets and otherwise no blood outside the blood channels. This would indicate that the blood inlet channel is also intact. The customer stated that the blood loss was limited to less than 50 ml, which is likely inconsequential in those patient populations in which cardiohelp would be deployed. The customer explained that the only potential harm may have come from having stop/interrupt support during product exchange. Moreover, no medical intervention(s) appeared to be required as a result of the product exchange. The pictures do not indicate any damage caused by dropping the set or any other similar reason; however, such an impact cannot be ruled out. Without the advantage of direct product testing, a more precise root cause of the observed leak cannot be provided in this medical assessment. Based on the provided pictures the reported failure "dripping blood from motor pump" could be confirmed. It was not possible to determine the exact root cause of the reported event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending .

Event description:
Complaint ID: (B)(4).